Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance with the device decreased in 2015. The patient reported that applying pressure on the implant improved the performance. A revision surgery was conducted and the implant was bent down and re-inforced with screws and titanium tape. The device was explanted in a second surgery.

Manufacturer narrative:
Device investigations did not reveal any device defect, which would have necessitated explantation. The only damages found during device investigation are cuts into the silicone body of the conductive link caused by a sharp instrument, likely during the revision surgery. The wire inside the conductive link are intact as confirmed by measurements during investigation. As per patient report, the problems of insufficient auditory perception were most likely caused by suboptimal mechanical device coupling to the structure of the ear. This is a final report.

Event description:
The patient's hearing performance with the device decreased in 2015. The patient reported that when he applied pressure on the implant with his finger he was able to hear better. A revision surgery was conducted and the implant was bent down and re-inforced with screws and titanium tape. Afterwards a CT scan found that the fmt was out of its original position. A second revision surgery was conducted on (B)(6) 2016. During the surgery a lot of tissue needed to be removed. The implant was observed under the microscope and there appeared to be small scratches and blood inside of the conductor link. Therefore the patient was re-implanted with a new device.